Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire insulation breaches in the brown wire of the modular cable were discovered; however, in its returned condition, continuity testing using a digital multimeter on the returned modular cable revealed no shorts or discontinuities. Evaluation of the heartmate 3 modular cable confirmed damage and discoloration of the outer jacket, as well as discoloration of the controller connector and inline connector bend reliefs. Although a specific cause for these findings could not be conclusively determined, the damage and discoloration did not appear to have contributed to a functional issue. The heartmate 3 modular cable, lot #204040, was returned in used condition. Examination of the outer jacket revealed splotchy brownish-gray discoloration along the length of the jacket with intermittent surface cracks. Tape surrounded a section of the jacket at approximately 18¿ to 20¿ from the controller connector. Upon removal of the tape, a tear in the jacket was noted. Examination of the controller connector and inline connector bend reliefs revealed slight brown and brown discoloration, respectively, with no signs of damage. The controller connector and inline connector pins appeared unremarkable. Continuity testing using a digital multimeter on the returned modular cable revealed no shorts or discontinuities. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on how to clean and care for the driveline. These documents caution the user not to twist, kink, or sharply bend the driveline. These documents also instruct patients to check the driveline daily for signs of damage such as cuts, holes, or tears and to call their hospital contact right away if the driveline is damaged. The IFU also explains how to replace the modular cable. The relevant sections of the device history records for the modular cable, lot #204040, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, is currently available. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable was replaced due to wear and tear. Upon investigation of the returned modular cable, a breach in one of the wires was found.